Event description:
Customer reported a failed preventive maintenance. Failed barrel clamp test. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. The proximate cause of the reported issue was due to damage - front cover bottom front cracked of the case front syringe. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to present date 11/20/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a failed preventive maintenance. Failed barrel clamp test. No patient involvement.